Manufacturer narrative:
Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error noted. The electronic assemblies and motor assemblies were inspected and no anomalies noted. Unit was received with minor scratches on case, cracked case corner of the belt clip rails near the battery compartment, cracked retainer and minor scratches on lcd window. Unit was received with corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call via critical pump error. Customer¿s blood glucose was unknown. Customer reported that they received critical pump error image on the insulin pump screen. The insulin pump will not be returned for analysis.